Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert noted that the pacemaker exhibited undersensing during a true atrial fibrillation (af) episode, which may have led to af being underreported. No changes or intervention were reported; the pacemaker will continue to be monitored. The patient was in stable condition.